Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a lung biopsy procedure, the patient coughed, and the needle of the device was allegedly bent and ultimately broke. Reportedly, the healthcare professional was able to grab the broken section and removed it. There was no reported patient injury.

Event description:
It was reported that during a lung biopsy procedure, the patient coughed, and the needle of the device was allegedly bent and ultimately broke. Reportedly, the healthcare professional was able to grab the broken section and removed it. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records were not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the reported break and bent needle issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.